Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer was reporting blank display. Display was not blank for less than 30 seconds and did not return. Battery compartment was damaged. Contacts on battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display, problem isolated to electrical board. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and minor scratches on case